Event description:
It was reported that a pump has constant system error 105 alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR reference no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported constant system error 105 alarms by a failed motor (seized). The motor assembly will be replaced.